Manufacturer narrative:
The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The concerto pusher was found bent at 86.2cm, 98.5cm, and bent within the introducer sheath at 124.6cm from the proximal end. The coin was present and against the lumen stop. The shield coil was found intact. The detach element was found broken with the detach element ball and part of the detach element stick still within the retainer ring. The implant coil and distal detach element were not returned for analysis. A manual detachment was attempted by breaking the break indicator and retracting the release wire. The detach element was detached with no issues on the first attempt. No other damages or anomalies were found. Based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ was confirmed. The cause of the premature detachment is the break found on the detach element stick. Possible causes for this failure are tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances/retracts the coil against resistance or damaged pusher. As the unknown micro catheter used in the event was not returned, any contribution of the catheter to the issue could not be determined. As the model and lot number were not identified, compatibility could not be assessed. The pusher was found bent, indicative of either advancing the device against resistance or damage during return shipment as the device was not returned within its protective dispenser coil. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that detached prematurely. It was reported that the device was prepared and tested prior to use per the manufacturer instructions for use. During the procedure, the device detached prematurely by itself. The physician was able to remove the device from the patient's vessel with a snare. The coil was replaced and the procedure was completed with no further issue. The patient did not sustain any harm or injury during the procedure.